Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 420mg/dl. The customer states they treated with manual injection. The customer states they had three of their sets fall off. The customer attributes the highs to bent cannula. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that she continues to experience high blood glucose levels, and believes that the pump is not delivering enough insulin. The customer stated that her blood glucose levels are actually higher on the pump than when she's on manual injections. Offered to transfer the customer to the 24 hour helpline for troubleshooting but she declined.